Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was loaded by an experienced loader.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre implant dilation was performed using a 18x40 mm balloon. While implanting the valve, an infold was identified at the time of release. The valve was recaptured and withdrawn. The valve was replaced. The replacement valve was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID d-evprop23-29 (lot: 0011985941); product type: delivery catheter system (dcs)  product ID l-evprop23-29 (lot: 0011995321); product type: compression loading system (cls) , medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: fluoroscopic cine loops of the pre-balloon dilation and implant procedure were provided for review of the event. Patient summary was not provided for anatomical review. An inflow crown-overlap to node 3 is visible during the valve fluoroscopic check. This does not constitute as a misload and the impl ant can proceed. During the deployment of the bioprosthesis, an infold becomes apparent. An image showed a focal native valve or annulus calcification. The infolding was likely caused by the unfavourable patient anatomy and a device relation can be excluded. In case of infolding, the entire system must be discarded. The valve, catheter, loading system, loading tray, and saline all must be replaced with new sterile components. The implant team acted according to medtronic recommendation by replacing the evolut system with a new one. A new valve was loaded and successfully implanted; no adverse patient effects were reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.